Event description:
The physician was attempting to use a sprinter legend over the wire balloon; however, the balloon would not inflate. No clinical sequelae reported.

Event description:
Evaluation summary: the distal tip was flared. Visual inspection confirmed there was no stretching/necking of the inflation lumen or the proximal balloon bond that could have contributed to the reported event. Attempts to inflate the balloon failed possibly due to the crystallized residue, most likely contrast solution; present in the inflation lumen and balloon. The device was placed in a water bath to disperse the residue present in the inflation lumen and balloon. Following removal from the water bath, negative purge was performed with no issues noted; confirming that there was no leak present on the device. The balloon was conditioned in the water bath at 37+/-2 degrees celsius and the balloon was successfully inflated to nominal pressure with no issues being observed. There were no issues experienced attaching or detaching the inflation device to the luer of the returned device.

Manufacturer narrative:
Evaluation results: device or procedural images not provided for review.(B)(4).

Manufacturer narrative:
Evaluation results: the root cause of the reported event is undetermined and the reported inflation difficulties are unconfirmed. Device performed according to specifications -the balloon was successfully inflated during evaluation of the returned device. Evaluation conclusion: device evaluated and alleged failure could not be duplicated , cause of event unknown -the balloon was successfully inflated during evaluation of the returned device.